Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioflex meter was reading inaccurately low compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at some time on (B)(6). The patient reported obtaining blood glucose readings of 42, 62, 67 and 72mg/dl on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen. The patient reported developing symptoms of "blurry vision, headache and imbalance" sometime after the alleged issue began. The patient reported that on (B)(6) they contacted their hcp who advised them to "come in if symptoms continue and cut back on their medication". The patient reported obtaining a blood glucose reading of 82mg/dl on another device. The patient was unable/unwilling to answer when this reading was obtained. The cca could not fully troubleshoot the issue as the patient did not have the test strips available. The patient also alleged obtaining an error 2 message; however, this alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury associated with hyperglycemia while using the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.